Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, trailing haptic folded wrong. The procedure was completed on same day. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6., and h.11. The product was returned for analysis and misfolding of the trailing haptic was confirmed. The device was returned in a non-company pouch. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger and the lens are advanced into the mid nozzle. The plunger is at the trailing optic edge. The leading haptic is folded onto the optic. The trailing haptic is misfolded. We are unable to determine the root cause for the reported complaint "trailing haptic folded wrong". Misfolded haptic was observed. Misfolded haptic may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds (ophthalmic viscoelastic device) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly. If the operating room temperature is too high (greater than 23 degree celsius / 73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. If ovd has not been allowed to come to operating room temperature over a 20-minute timeframe prior to use. Colder temperatures can increase the ovd viscosity, creating greater resistance during iol delivery, causing potential unsuccessful delivery outcomes. Any of the above listed causes alone, or in combination, may create the reported event. The dfu (direction for use) instructs: "visually inspect the lens to determine the position of the leading and trailing haptics (refer to figure 7). Verify that the plunger is in contact with the trailing optic edge.". Based on the results from the manufacturing batch record, the products met release criteria. The manufacturer internal reference number is: (B)(4).